Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric band procedure, the duckbill seal was displaced from the device. The seal fell into the pt and was retrieved through the trocar. One of the other trocars was used to complete the case (single port). There was no adverse consequence to the pt. One device is being returned.